Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in a coronary artery. A 12 mm x 5.00 mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during the procedure, the balloon could not be removed back into the guiding catheter. Subsequently, the whole system was removed from the patient's body. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter, a non-bsc guide catheter, an unidentified guide wire, and an unidentified piece of tubing. The complaint device arrived at the cis with the guide wire inside of the nc quantum apex, and the nc quantum apex was loaded inside of the guide catheter. The device was soaked in a warm water bath for 5 days. The balloon was loosely folded with fluid in the balloon and inflation lumen, with was blood in the wire lumen. The distal tip, balloon, proximal bond, distal shaft and, port/exit notch and hypotube were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube and distal shaft, with additional distal shaft damage (stretched) located just distal to the port/exit notch and 3mm in length. While the balloon catheter was removed from the guide catheter, the guide wire could not be removed from the balloon catheter, due to the shaft damage (stretched portion). The inner diameter of nc quantum apex could not be measured due to the wire in the shaft of the device, however; the guide wire was measured and was found to be .0135¿ at the proximal end of the wire and .013¿ at the distal end. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in a coronary artery. A 12mm x 5.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during the procedure, the balloon could not be removed back into the guiding catheter. Subsequently, the whole system was removed from the patient's body. No patient complications were reported.